Event description:
Patient with ongoing right knee pain secondary to a failure of her right total knee (not performed at this hosp) with protruding locking lcamp. Pt taken to the operating room and had removal of all components and new components were placed. Tibial locking pin disengagement.